Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that the lancing device was missing from her newly purchased onetouch ultra2 kit. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed the alleged issue occurred at approximately 9am on the same day she contacted lfs for assistance. The patient reportedly manages her diabetes with unknown oral medications along with diet and exercise. It is not known if the patient made any changes to her usual diabetes management routine in response to the alleged issue. The patient claimed she developed symptoms of ¿shakiness¿ immediately afterwards. The patient reported that she self-treated with an unknown food/drink at approximately 9:15am. At the time of troubleshooting, the cca noted that the lancing device was located in the kit and the issue was resolved. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged issue began.